Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a patient was presented to the medical facility with chest pain, dyspnea on exertion, shortness of breath, diaphoretic and st elevation myocardial infarction (stemi). After a plain old balloon angioplasty (poab) was performed, the patient became hypotensive and the impella was implanted during cardiogenic shock (cgs). It was reported that a left ventricle thrombus was identified. To manage this complication, the impella pump was removed. The procedural outcome was the patient survived surgery.